Manufacturer narrative:
The device was returned and evaluated. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak. The pod arrived with the needle mechanism not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. Inspection of the needle mechanism found the slide insert to be inadequate, as excess material prevented the catch bar from catching the insert as the needle deployed. The needle mechanism was reset, and the same result was observed. The inadequate slide insert could not be conclusively linked to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) level rose to 300 mg/dl while wearing the pod between 5 and 24 hours. The pod was reportedly leaking insulin. As treatment, a new pod was successfully applied.